Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during cycle 1. The patient's largest prescribed fill volume (lpfv) was 1200 ml and the drain volume was 2007 ml, which met iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). One of 3 emdrs. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Review of the device logs confirmed the increased intra-peritoneal volume (iipv) event in the logs, but not duplicated during product analysis lab (pal) evaluation. The cause of the iipv was determined to be insufficient drain due to a false empty detect at initial drain and at previous therapy last drain. A service history review (shr) revealed that no issues that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).